Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular over-sensing. The episodes were attributed to myopotential oversensing exhibited by the right ventricular lead. Programming interventions were made. There were no patient consequences.